Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6)2024, it was reported by the patient that there was occlusion troubleshooting indicated issue with the infusion set site within 3 or more hours after insertion at abdomen, which cause the patient blood glucose to high, therefore patient had received correction injection via mdi. The patient changed soft cannula infusion set only and resumed insulin. No further information available